Event description:
An optometrist reported a case of epithelial ingrowth, after lasik surgery on one right eye, observed three weeks after surgery. It was noted that the epithelial cells were flat, dead, and noticed near the flap edge, and were not visually significant.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).